Event description:
In 2005 - dental implants were placed in tooth locations #30 and #31. Subsequently the pt was experiencing paresthesia. One month later - the two implants were removed from the pt's mouth. A month after last visit the clinician was contacted. He stated the pt had some pain and numbness around the implanted site locations #30 and #31. He stated the implants were removed primarily because of paresthesia. After the implants were removed the pt's pain dissolved and the numbness decreased. The pt is continuing to improve.